Event description:
It was reported that while implanted with an impella 5.5 the patient experienced ventricular fibrillation. The patient was defibrillated over ten times and amiodarone and lidocaine were administered. Due to lack of brain function the family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.